Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Niamat, j., ramjankhan, f., van der kaaij, n., gianoli, m., van laake, l., w., & mokhles, m. M. (2024). Outcome after left ventricular assist device exchange. European journal of cardio-thoracic surgery: official journal of the european association for cardio-thoracic surgery, 66(4) doi: http://dx.doi.org/10.1093/ejcts/ezae317. Department of cardiothoracic surgery, university medical center utrecht, utrecht, netherlands. Manufacturer's investigation conclusion: the reported events of outflow graft obstruction, inlet obstruction, pump thrombosis, and device malfunction/failure could not be confirmed through this evaluation. A specific cause for these events could not be conclusively determined through this evaluation. The research article titled "outcome after left ventricular assist device exchange" reported that as left ventricular assist device (lvad) therapy has evolved from short-term bridge-to-transplant strategy into a long-term and often chronic therapy, patients are at risk of developing complications necessitating left ventricular assist device (lvad) exchange. The aim of the study was to assess patient outcomes after lvad exchange. 61 patients who underwent lvad exchange between january 2010 and december 2022 were included. Of these 61 patients, 18 had heartware devices, 38 had heartmate ii devices, and 5 had heartmate 3 devices resulting in a total of 80 lvad exchanges. All 5 heartmate 3 devices were exchanged for new heartmate 3 devices. The remaining devices were exchanged for either heartware, heartmate ii, or heartmate 3 devices. Adverse events prior to lvad exchange included stroke, chronic kidney disease, acute renal dysfunction, respiratory failure, thromboembolism, right heart failure, ventricular tachycardia, supraventricular tachycardia, hepatic dysfunction, intracardiac thrombus, gastrointestinal (gi) bleeding, endocarditis, hemolysis, pulmonary embolism, pericardial fluid collection, sepsis, and hemothorax. Patient characteristics also included tricuspid regurgitation, aortic regurgitation, mitral regurgitation. 17 patients went on to receive a second exchange, with 1 patient receiving a third and fourth exchange. Indications for exchange included device infection, device malfunction, pump thrombosis, outflow graft obstruction, inlet obstruction, and gi bleeding. The mean age at the time of exchange was 49.7 years and 27.7% were female. For the 61 patients¿ survival was 83% after 1 year and 67% 6 years after exchange. After 5 years, 25% had been transplanted, 23.8% had undergone re-exchange and 32.5% were alive without new intervention. The median duration from index implantation to lvad exchange was 134 days for heartmate 3. Short-term causes of death included multi-organ failure, ischemic cerebrovascular accident (cva), and pump failure. Long-term causes of death included multi-organ failure, intracranial hemorrhage, and pump failure. Additionally, there were 2 long term cases where cause of death was not reported. Short-term adverse events observed after lvad exchange included ischemic cva, hemorrhagic cva, transient ischemic attack (tia), gi bleeding, post-operative bleeding, pulmonary infection, exit-site infection, pump thrombosis, respiratory failure, arterial thromboembolism, venous thromboembolism, hepatic dysfunction, renal dysfunction, cardiac arrhythmia, right heart failure, sepsis, pericardial fluid collection, hemolysis, and psychiatric episode. Long-term adverse events included ischemic cva, hemorrhagic cva, tia, pulmonary infection, exit-site infection, device infection, gi bleeding, pump thrombosis, renal dysfunction, cardiac arrhythmia, sepsis, endocarditis, respiratory failure, right heart failure, arterial thromboembolism, hepatic dysfunction, pericardial fluid collection, hemolysis, hemothorax, and psychiatric episode. The complications and adverse events were not broken down by lvad type. The article concluded that lvad exchange is a viable option with an acceptable survival rate; however, the risk of complications should be carefully weighed. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also contains information on "preparing the sealed outflow graft." And instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists thromboembolism as a potential late postimplant complication. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "outcome after left ventricular assist device exchange" as left ventricular assist device (lvad) therapy has evolved from short-term bridge bridge-to-transplant strategy into a long-term and often chronic therapy and application as destination therapy that patients are at risk of developing complications such as pump thrombosis, device infections, technical pump failure, gastrointestinal (gi) bleeding and late right heart failure necessitating lvad exchange. Sixty-one patients who underwent lvad exchange between january 2010 and december 2022 were included. Of these 61 patients 18 had heartware devices, 38 were heartmate ii devices and 5 were heartmate 3 devices resulting in a total of 80 lvad exchanges. The mean age at the time of exchange was 49.7 years and 27.7% were female. For the 61 patients¿ survival was 83% after 1 year and 67% 6 years after exchange. After 5 years 25% had been transplanted, 23.8% had undergone re-exchange and 32.5% were alive without new intervention. The median duration from index implantation to lvad exchange was 787 days for heartmate ii and 134 days for heartmate 3. Indications for lvad exchange were 88.5% device malfunction, 8.2% device infections, 1.6% prophylactic exchange for the risk of hvad dysfunction and 1.6 % recurring gi bleeding. Of the patients in the study some patients had tricuspid regurgitation (trivial - 42.6%, mild 18%, moderate - 6.6%, severe - 4.9%), some had aortic regurgitation (trivial - 31.1%, mild -13.1%, moderate - 4.9%), and some had mitral regurgitation (trivial - 18%, mild - 18%, moderate - 6.6%). There were also some patient's that had exchanged due to outflow graft obstruction (3.3%) and inlet obstruction (3.3%). Renal dysfunction was seen in 9.8% of patients prior to lvad exchange, it occurred 10% in the short term after exchange and 4% in the long term. A total of 15 patients died after lvad exchange due to ischemic cerebrovascular accidents (13.3%), multi-organ failure (13.3%) and pump failure (6.7%) were the causes of death in the short-term. The most common causes for long-term mortality were intra-cranial hemorrhage (26.7%), multi-organ failure (20.0%) and pump failure (6.7%). The most frequently observed short-term complications after lvad exchange procedures were right heart failure (16.3%), respiratory failure (16.3%), pulmonary infection (16.3%) and ventricular tachycardia (13.8%). Re-sternotomy due to bleeding or pericardial effusion was performed after 10 procedures (12.5%). After 9 (11.3%) procedures, a septic episode was endured. In the long-term, exit-site infections (34.7%), device malfunctions (25.3%), hepatic dysfunction (16.0%) and major hemolysis (16.0%) were the most frequently observed complications after an exchange procedure. The complications and adverse events were not broken down by lvad type. Although lvad exchange can be performed with a relatively low mortality, other post-operative adverse events were common.